Event description:
It was reported that during a biventricular pacemaker implant procedure a balance middleweight (bmw) guide wire was advanced through the lead without difficulties. The pacemaker was implanted and resistance was felt with the removal of the bmw from the lead. Upon removal, the bmw guide wire was frayed. There was no adverse patient effects or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.